Event description:
The customer tested her blood glucose and received a reading of 253 mg/dl using her contour meter. She retested using another meter and received a reading of 123 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. On another occasion, the customer received a contour reading of 297 mg/dl, while the other meter read 71 mg/dl. The difference between this set of readings falls in the "d" zone of the consensus error grid and is also clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.